Event description:
It was reported that during a laparoscopic lobectomy procedure, the surgeon used device to cut pulmonary vein. The device could not be fired when half firing and only around 1/3 of the staple formed. The surgeon had to open the chest and used hand sewing to complete the procedure. The patient is fine now.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing stroke. Additional information: was there any difficulty encountered while loading the device? This reload was preinstalled into the device. What firing of the device did this occur on?1st firing. Can you please clarify "half firing" the device could not fire completely. Did the device deploy all the staples but only formed 1/3? No. Did the device cut completely? No. Was the device difficult to fire? Yes. Was the device fired over or near any clips? Na. Did bleeding occur? No. Was a transfusion required? No. Did the surgeon have proximal and distal control? Yes. How is the patient currently? Discharged. Is the patient expected to have a full recovery? Yes. Patients preexisting conditions? Lung cancer. Patients age, sex and weight? (B)(6) female. Were the staple and cut line equal in length? The surgeon didn't notice this issue. Did the cut line exceed the staple line? Same as above. Was the chest opened as a result of the difficulties with the device? Yes. Was an attempt made to complete the procedure laparoscopically? No. Were the staples formed properly? Yes. The analysis results found that the atw45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.